Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output or telemetry and that the device could not be interrogated.